Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled and one (1) colony forming unit (cfu) of filamentous fungi was identified. The customer provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. During pre-cleaning, water is suctioned from the channels and the air/water and forceps channel are flushed. The customer uses detergent ddn9 during pre-cleaning and manual cleaning. The customer brushes the operating/suction channel, suction piston, operating channel port and the distal end/area around the elevator. The customer uses brushes manufactured by albyn (double brush 0.5 mm and 0.11 mm) and 0.5mm (along with olympus adapter maj2319). For automatic endoscope reprocessing, the customer uses aer soluscope 4. The scope is not manually sterilized. Olympus is the customer¿s maintenance company. The customer stores the scopes horizontally. The scope was not sterilized. The device evaluation is currently in process and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii duodenovideoscope tested positive for 100 colony forming units (cfus) of pseudomonas aeruginosa during reprocessing. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer. When the culturing was done, all channels were sampled. The sample was taken during reprocessing, before use.

Manufacturer narrative:
This supplemental report is submitted to provide additional information obtained from the customer, applicable corrections and the device evaluation. The inspection of the returned device found worn out glue on the rubber portion of the bending section, a scratched connecting tube, a worn switch button rubber, wrinkled universal cord, and the angulation was out of specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.